Event description:
The customer reported an inability to acquire an ECG waveform. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4). This complaint is till being investigated. A follow-up report will be submitted upon completion of the investigation.